Event description:
Event description guidant received information that this chronic implantable transvenous defibrillation lead was surgically capped and abandoned after an elective device replacement procedure. Device-conversion was unsuccessful the first attempt of defibrillation threshold testing. The implantable cardioverter defibrillator (ICD) then undersensed the continuing ventricular fibrillation (vf) and did not provide a second shock. The patient was externally rescued. Review of device measurements during (low energy) testing versus those taken during the delivered shock revealed a change in measurements.